Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Product was provided however a functional investigation was unable to be performed on the returned device components because the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor now alert is reportable based on the finding of a early sensor expiration. The sensor was inserted into the arm on (B)(6) 2019 which is off-label usage of the device. No injury or medical intervention was reported.